Event description:
Protacks were going through the mesh.

Manufacturer narrative:
The lot history for this lot of c-qur mesh was reviewed and no deviations in the manufacturing or sterilization processes were noted. The lot history of the prolite mesh used to manufacture this lot of c-qur was reviewed and the mechanical strength properties (ball burst and suture retention strength) were within atrium specifications. Permanent tacks are capable of tearing through the polypropylene monofilaments if the counter forces applied during tacking are overly high, or if the tacks are placed near the outside edge of the mesh. Fixation away from the edge of the mesh is recommended during surgical procedure. Without being able to evaluate the 6"x 8" c-qur mesh that is in question, a definitive cause for the protacks going through the c-qur mesh during fixation could not be determined. However, a thorough review of the lot history of the mesh, including the mechanical testing results of the bare mesh itself, indicated that there are no reasons to conclude that the c-qur mesh was the root cause of the difficulties noted during this procedure.